Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-05675 and manufacturer report # 3005099803-2012-05676 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, the patient was being treated for a gi bleed within the stomach. During the procedure, the clip assembly from the first resolution clip device (mr # 3005099803-2012-05675) failed to release from the catheter. Reportedly, when the clip did release, it lodged in the scope channel and fell off in the patient. The clip was not retrieved. A second resolution clip device (mr # 3005099803-2012-05676) was then used, but the same issue occurred. The clip did not release from the catheter. It's unknown if the clip came off in the scope channel or in the patient. The case was completed with a third resolution clip device. No patient complications resulted from this event. However, a procedural delay of approximately 5 minutes occurred. The patient's condition at the conclusion of the procedure was reported as being fine.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-05675 and manufacturer report # 3005099803-2012-05676 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, the patient was being treated for a gi bleed within the stomach. During the procedure, the clip assembly from the first resolution clip device (mr # 3005099803-2012-05675) failed to release from the catheter. Reportedly, when the clip did release, it lodged in the scope channel and fell off in the patient. The clip was not retrieved. A second resolution clip device (mr # 3005099803-2012-05676) was then used, but the same issue occurred. The clip did not release from the catheter. It's unknown if the clip came off in the scope channel or in the patient. The case was completed with a third resolution clip device. No patient complications resulted from this event. However, a procedural delay of approximately 5 minutes occurred. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
A visual examination found that the device returned fully deployed. The clip assembly was not received for analysis. Additionally, the control wire, which returned kinked, was separated as per design. Furthermore, the oversheath with blue sheath grip was not returned with the device. The reported event of clip failed to release from the delivery catheter was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-05675 and manufacturer report # 3005099803-2012-05676 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, the patient was being treated for a gi bleed within the stomach. During the procedure, the clip assembly from the first resolution clip device (MFR # 3005099803-2012-05675) failed to release from the catheter. Reportedly, when the clip did release, it lodged in the scope channel and fell off in the patient. The clip was not retrieved. A second resolution clip device (MFR # 3005099803-2012-05676) was then used, but the same issue occurred. The clip did not release from the catheter. It's unknown if the clip came off in the scope channel or in the patient. The case was completed with a third resolution clip device. No patient complications resulted from this event. However, a procedural delay of approximately 5 minutes occurred. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
The exact patient age is unknown however: it has been reported that the patient is over 18 years old. (B)(4) for the reported event of clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.